Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported on 2016-dec-29 that the patient went in for a pump revision in (B)(6) of 2012. It was noted that the patient had an aneurysm/stroke event in 2014. Information was requested regarding post-operation restrictions and the continuation of precaution after implant. Further information was requested regarding lifting over 20 pounds as the ¿disability¿ the patient was on said not to, returning to work, and drug interference.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.